Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. It was also reported that an undefined cartridge alarm occurred. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.